Event description:
It was reported that an asymptomatic patient presented to the clinic for a routine follow up. Upon interrogation, the atrial lead exhibited noise. Noise has been observed after a device change out procedure was performed two months ago. The device was reprogrammed.